Event description:
It was reported that the patient presented in the ER when he device eroded through the pocket. The patient remains in the hospital and a system replacement has been scheduled.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.